Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) came out together when removing the device. Manual compression was performed for 20 minutes and the patient recovered. There was no reported patient injury. The sealant was deployed completely above the access site. The sealant was not dislodged from the arteriotomy. The sealant seemed to stick to the device. Button #1 was fully depressed. The balloon was fully deflated. Button #2 was fully depressed. No resistance was noted during use of the device. The mynx control vessel closure unit was stored, prepared and used in accordance with the instructions for use (IFU) and the storage temperature did not exceed 25 °c.. The mynx vascular closure device (vcd) was used in coronary angiography (cag) diagnostic procedure. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of mynx and had used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30~45 degrees of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm. The puncture site did not have visible calcium or plaque and there was no vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the mynx control. A non-cordis 5f introducer sheath was used. The device will be returned for evaluation

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.